Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material was not identified. A definitive cause for the foreign material remaining in the device was not established. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections below: gif/cf/pcf type 260 series, chapter 3 preparation and inspection¿ describes the methods for detection. Gif/cf/pcf type 260 series, chapter 3 cleaning, disinfection, and sterilization procedures¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis lucera gastrointestinal videoscope had vertical image noise and there were times the white balance was not set. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
E1 facility name: (B)(6) gastrointestinal surgery clinic. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. There was no delay to starting precleaning, the air/water nozzle was flushed with air and water, the nozzle was wiped/brushed, and the nozzle was flushed with a detergent solution during reprocessing. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and image noise occurred due to damage on the charged coupled device (ccd) unit. Also, evaluation found the bending angle in the up direction and the play of the up/down knob did not meet the standard value due to wear of the angle wire, the bending section cover adhesive was chipped/cracked, the adhesive around the objective and light guide lenses was peeled, the scope cover was dented, the coating of the connecting tube was peeled, the connecting tube was wrinkled, image noise occurred due to damage on the electrical connector, the scope cover was dented, the suction cylinder was shaved, the universal cord was winkled, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.